Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the and to provide the completed investigation results. One 6fr glidesheath slender sheath was received for product evaluation. Visual inspection revealed that there were kinks present throughout the sheath length and the tip was noticed to be deformed and occluded. There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the spasm exerted resistance to the sheath making it difficult to withdraw which caused the reported event. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that upon the attempted removal of a glidesheath slender sheath, the patient experienced spasm which caused trouble removing the device. Once removed, the sheath was very twisted and contoured. There was not patient injury. The patient was in stable condition. The procedure was completed successfully. There was no other equipment or devices used with the reported product. Additional information was received february 15, 2019: the procedure performed was a radial access heart catheterization.